Event description:
It was reported that during a thyroid procedure, the device button would not activate. Used the foot pedal, still had issues, so switched to a new like device to complete the case. There was no patient consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.